Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that the venous pressure (pven) reading was faulty. The cardiohelp device is a loaner device, which was not used on any patient by the customer, since he received it. The cardiohelp device was due for service. The service was performed on customer site. No harm to any person has been reported. As a pressure reading issue can lead to a pump stop, if the intervention was set by the customer, a report is required.a getinge field service technician (fst) was sent for investigation. The sensor panel was replaced. The fst confirmed, that there were no visible signs on the sensor panel. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files of the reported cardiohelp device were reviewed and no pump stop occurred on the date of awareness.another sensor panel with a similar failure was investigated by getinge life-cycle-engineering. The most probable root cause is a mechanical damage of the current compensated choke. Due to the age of the device and this component sensor panel, age related aspects can also be considered as probable root cause (manufactured on 2013-03-25)according to the instruction for use of the involved disposables (hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0, v2.4, chapter "preparation and installation" and quadrox-ir small adult / adult, chapter "priming the system") the pressure sensors have to be calibrated and checked before priming. Furthermore, the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. In the instructions for use (IFU) of the cardiohelp (chapter "cleaning and disinfection") the cables and the whole device should be cleaned after each use to remove soiling or residual blood. Furthermore, in the IFU chapter "connecting the sensors" it is stated that the sensors must be kept clean. The device was manufactured on 2013-03-25.the review of the non-conformities has been performed on (B)(6) 2026 for the period of (B)(6) 2013 to (B)(6) 2025. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas.according to the risk review the reported failure is below the acceptance threshold according to the risk management plan of the cardiohelp.based on the results the reported failure "pven is faulty" could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
A getinge field service technician (fst) was sent for investigation. The sensor panel was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. A follow up will submitted when addtional information become available.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
A follow up will submitted when additional information become available. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (cardiohelp) has been manufactured on 2013. All maquet cardiopulmonary class ii products manufactured until the end of 2015 do not have UDI entries. Therefore, no UDI number is available.

Event description:
It was reported that the reading on pvent is faulty. The instance of time was not provided. No harm to any person has been reported.as a pressure failure was reported, a report is needed.complaint ID: (B)(4).